Event description:
Patient underwent full revision (replacement of the lead and generator). The products were noted to have been discarded after surgery. The explanted generator and lead have not been received by product analysis to date.

Event description:
Patient presented with high lead impedance. Physician believes that the high impedance is a result of fibrosis due to the age of the electrode. The patient denied any trauma, falls, or impact to the device site. The patient's device was disabled and the patient was referred for revision of the vns device. No known surgical intervention has occurred to date. No other relevant information has been received to date.